Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia . It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose values, insulin was suspended on low and customer experienced loss of communication between pump and transmitter . The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-243a, mmt-7841zn, mmt-7040b, mmt-1884, mmt-332a. Troubleshooting was performed. Insulin delivery was suspended due to difference between sensor glucose and blood glucose values. Customer reported blood glucose value of 574.00 mg/dl. Customer reported sensor glucose value of 64.00 mg/dl. Customer noticed that difference between sensor glucose and blood glucose was more than 30%. No further patient complications were reported. No product return is required for mmt-243a. No product return is required for mmt-7841zn. No product return is required for mmt-7040b. No product return is required for mmt-1884. No product return is required for mmt-332a.